Event description:
Procedure: lap gastric bypass. Reportedly, when the surgeon fired the stapler across the stomach, the staples did not fire properly. Surgeon used a second one, that did not fire correctly. Subsequently had to open patient to finished case wtih another device. No further patient injury reported.